Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The part was returned for evaluation. No errors were detected during the function test. Visual inspection showed residues of rust on inner socket and outer socket, indicating that the device was likely not dried correctly. A review of the manufacture and material documents showed conformity with the specifications. No product defects were detected.

Event description:
It was reported that during a surgical procedure the part jammed and was unable to function. This is report 1 of 3 for complaint (B)(4).